Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 10mm amplatzer septal occluder was chosen for implant using a 8f amplatzer trevisio intravascular delivery system. The device was prepared as per instructions for use (IFU). During procedure, while releasing the left atrial disc had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 11mm amplatzer septal occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of device deploying cobra deformation during procedure was reported. The investigation at abbott confirmed the device had cobra conformation upon deployment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. As a result of this finding, an (B)(4) was initiated, the reported event of the aso cobra deformation is under further under further investigation per internal procedures.